Manufacturer narrative:
Date of event: the date of event is unknown, the event was reported to the manufacturer on 06sep2019. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed that the glass cap was fractured at the fusion zone between the fiber and the glass cap. The distal part of the glass cap was detached and not returned. There was severe devitrification noted to the glass cap. The heat shrink tubing open end wall integrity was torn and exhibited signs of melting. The red octagonal sign and blue indicator arrow had been erased. The fiber was tested on a hene laser fixture and there was no signs of breakage along the fiber length. The connector cone, segments and tabs were intact and no defects were observed. The control knob and connector were intact and secure. The control knob was aligned with the fiber and able to rotate the fiber. Due to the observed glass cap fracture and detachment, an evaluation conclusion code of known inherent risk of the device was assigned to this investigation. Due to heat accumulation caused by anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. This would cause reduced vaporization efficiency. Cap wear acceleration lead to the possibility of glass cap fracture.

Event description:
Analysis of the returned device found that the glass cap was fractured at the fusion zone and the distal part of the glass cap was detached. There was no reported clinical consequence to the patient.